Event description:
A customer reported that a connector pin within the battery well was bent, preventing the battery from being properly inserted into the acc arm

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.